Manufacturer narrative:
It was confirmed that the issue was not duplicated in next cases. In addition, carto¿ 3 manufacturer investigated the issue based on the study digital data. It was found that the issue is related to user error. The user worked in high metal environment that caused the map shifting. The history of customer complaints reported during the last year and associated with carto system # 20035 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 #20035, and no internal actions related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and when ablating in the right veins with the farawave¿ pulsed field ablation (pfa) catheter, it was noticed that the catheter visualization of the farawave¿ pfa catheter appeared shifted on the carto¿ 3 system map. The farawave¿ pfa catheter was not visualized "anteriorly enough," compared to where the farawave¿ pfa catheter was located in the right superior vein. When the octaray¿ catheter was re-advanced back into the body, in order to perform the post-map, the carto¿ 3 system fam map shell had shifted. There were no errors displayed on the carto¿ 3 system, and there was no patient movement or cardioversion. The procedure continued and completed with unresolved issue. No adverse patient consequence was reported.